Manufacturer narrative:
A lot history review revealed the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Based on all available info, no causal factors can be determined and no conclusion can be drawn. Additional info will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Event description:
On (B)(6) 2013, the pt (pt) reported a medical claim to our (B)(4) affiliate as follows. The pt is first-time 1day trueye user. She wore the 1st and the 2nd lens without event. Her right eye (od) felt fine after insertion of the 3rd lens. However, shortly before removal of the lens at night, she felt pain od. The pain persisted afterward. She slept the night expecting that the pain would resolve the next day. The next day, the pain persisted and she had redness od. On (B)(6) 2013, the pt consulted an eye care professional (ecp) and was diagnosed with a corneal ulcer. The pt was instructed to discontinue cl wear and was given a medication (details unknown). The pt returned to the clinic on (B)(6) 2013.. On the last visit, the pt states that the ecp stated that the ulcer was greatly improved and the pt would be allowed to resume cl wear if the eye condition was fine at the next visit. The pt reported on (B)(6) 2013 that she was still experiencing minor discomfort od. The pt refused to provide additional info and her contact information. The pt did not give permission to contact her ecp regarding the event. A corneal ulcer may or may not be a serious injury. However, since details of location, size, visual acuity or confirmation by a medical professional were not available, this event is being reported as worst case.